Manufacturer narrative:
This report is submitted on 09 nov 2020.

Event description:
Per the clinic, the device was explanted due to improper placement of the electrode. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted february 15, 2021.